Manufacturer narrative:
The reported meter dcgz056-n2087 has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. The meter powered on with button and with strip insertion. Control solution testing has been performed and no issues were observed. All results were within range specification. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 260 mg/dl, 350 mg/dl and 90 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs lite meter were reviewed and the dhrs showed the fs lite meter passed all tests prior to release. Dhrs for the fs test strips were reviewed and the dhrs showed the fs test strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed in specification and passed. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 260 mg/dl, 350 mg/dl and 90 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.